Manufacturer narrative:
Device discarded by customer.

Event description:
Customer reported that when they pulled the balloon out of the package it was observed that the balloon was ruptured. Customer discarded product.